Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked during use after the insertion. The following information was provided by the initial reporter, translated from (B)(6) to english: "after the catheter was inserted, it was leaked and damaged."

Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 9106908. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the sample submitted by your facility, bd engineers were able to determine that the most likely root cause for this issue is an anomaly in the fabrication process of the raw material used for the catheter tubing. The abrasive markings found on the device occur sporadically during the extruding process and are related to the amount of stiffener in the material. To address this situation bd has updated manufacturing work instructions to optimize control settings for each gauge and have retrained extrusion personnel. Bd will continue to track and trend for this issue. H3 other text : see section h.10.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked during use after the insertion. The following information was provided by the initial reporter, translated from chinese to english: "after the catheter was inserted, it was leaked and damaged"